Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6) male peritoneal dialysis (pd) patient with end stage renal disease (esrd) on pd therapy, experienced drain complications and was hospitalized on (B)(6) 2015. The patient drained 12,000 ml of fluid, over 180 percent over the expected drain volume which resulted in a reportable device malfunction. The patient's pd culture results are unknown. On (B)(6) 2015, the patient was discharged from the hospital. The pd nurse stated that the reason why the patient was draining out so much fluid is because he was not programming the machine with the correct setting. Medical records were requested.